Event description:
It was reported that during a brostrom procedure, two shoulder anchors were placed in the fibula. Following the insertion, it was observed that while the anchors remained in the bone, the eyelets had fractured, resulting in the sutures no longer being secured within the anchors. This issue occurred with two separate anchors during this case and both were retained within the patient. The proper surgical technique was used, and no additional complications were reported due to this malfunction. Attempts have been made, and no further information has been provided.